Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on posterior, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: a smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a smooth opening on posterior assessed as smooth opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.